Manufacturer narrative:
The insulin pump passed displacement test and self-test. No unexpected blank display anomaly or power error noted during testing. No unexpected blank display anomaly noted. The insulin pump was returned for power error. Testing's confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose was 8 mmol/l. The customer was advised to disconnect from the device. The customer was advised to go through the following step and that is to wait for the notification light to stop flashing, insert a new full charged aa battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised and explained the process should resolve the power error detected condition. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 8 mmol/l. The customer was advised to insert a new alkaline battery and make sure the battery is securely fastened. The customer stated the display did not return. The customer was advised that the device would be replaced.